Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had an air/water leak. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the adhesive around the objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the video cable the water tightness was lost, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, switch 1 was damaged, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the light guide cover glass had a scratch, and the video connector was deformed. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.